Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received. Additional contact information: (B)(6).

Event description:
An event involving a microclave® clear connector was reported in which an issue with connection of the anti-reflux valve/laboratory adapter to a central venous catheter (cvc). After blood withdrawal into a luer-lock syringe, the adapter slipped backward during connection, leaving blood in the tubing and allowing air to enter the line. The line was clamped within 10¿20 seconds, a cap was applied, and the physician was notified. Patient monitoring was initiated. The event resulted in a delay in therapy, involved a patient, and no harm was reported.